Event description:
During a follow-up, over-sensing due to noise was observed on the right ventricular (rv) lead. Lead damage was suspected, however not confirmed. There was no intervention completed at this time and the patient remained stable.